Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon tip broke...could not locate tip inside [foreign body in reproductive tract]. Tampon tip broke [device breakage]. Consumer reported via email that the tampon tip broke and she was unable to locate it. No serious injury was reported.